Event description:
It was reported that error 46510 occurred during bench test. No patient injury reported. There was no patient involvement.

Manufacturer narrative:
The event occurred during bench test. There was no patient involvement. The device was returned to smiths medical. Did not notice any external damage. Performed functional tests. Could not repeat customer stated problem during testing. Found no faults with the pump during testing. Noticed the error code 46510 in history two times. Unable to determine root cause. Replaced main board as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.